Event description:
It was reported that during a laparoscopic roux-en-y, the surgeon fired the device. After firing, he tried to remove the reload to put in a new one, but the original reload was stuck to the device and would not come out. The surgeon then opened another device and the same incident occurred; the reload did not come out. There was no patient consequence.